Event description:
Surgeon noted that a portion of the ceramic tip broke off during the case. Surgeon retrieved the fragment from the joint. Problem did not result in any patient injury. If this were to recur and the fragment were not removed from the joint there is the possibility that the patient injury could potentially occur.